Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the implantable neurostimulator recharger (insr) was not charging. There were exposed wires about a month prior and they pushed them back in and put on electrical cord. The patient couldn¿t recharge and was in pain at the time of the report and their legs were numb. The connector pin on the insr broke about a month prior. When the patient first got the implant, it took 5 hours to charge the implant from dead to full. The full charge would last 8-9 days with stimulation running all of the time. The patient noted that once the implantable neurostimulator (ins) would get to be 1/16 charged, stimulation would come on and start working again. The last time the patient used the insr (about a month prior) the patient could only get 2-3 bars shaded. The patient had the insr on for 18 hours and the ins was less than a half charged and stimulation wouldn¿t turn on. The ac adaptor had a broken connector pin. No indication of patient harm. The replacement part was not working or charging the insr. Troubleshooting was limited due to lack of access to product and / or patient. The insr and desktop charger were requested for analysis, but neither were returned. Letters were sent to the healthcare professional and patient to obtain outcome information, but no new information was received. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.